Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. It was noted that whenever the doctor injected a contrast, the atrial pacing increased inappropriately and gradually decreased to baseline. The pacemaker was reprogramed, and the issue was resolved. The patient was stable post procedure. The cause of the event was unknown.